Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2020. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), anaemia ("recurrent anaemia and almost constant fatigue") and fatigue ("almost constant fatigue"). Essure treatment was not changed. At the time of the report, the menorrhagia and fatigue outcome was unknown. The reporter provided no causality assessment for anaemia, fatigue and menorrhagia with essure. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), anaemia ("recurrent anaemia and almost constant fatigue") and fatigue ("almost constant fatigue"). Essure treatment was not changed. At the time of the report, the menorrhagia and fatigue outcome was unknown. The reporter provided no causality assessment for anaemia, fatigue and menorrhagia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report